Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The cgm was displaying 368 mg/dl and the bg finger stick was 556 mg/dl. The parent stated the child tends to have very high values. The patient's face as red and it was reported that the patient felt like they were drunk [presumed to mean incoherent with an inability to concentrate]. The parent gave the child insulin via the tandem insulin pump and the patient recovered. At the time of the report, the patient was feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.